Event description:
The disposable loading unit was used with instrument during unspecified procedure. The staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported that no pt injury occurred.